Event description:
Patient presented to the physician with lack of therapy after a fall. X-rays showed that the patient¿s stimulation lead was severed. Physician removed and replaced the entire inspire system to resolve the issue. During surgery, the stimulation lead and sense lead were severely twisted consistent with twiddler¿s syndrome.